Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, broken belt clip slot, and cracked reservoir tube lip. No number ramping or scroll bar anomaly was noted.

Event description:
Customer reported that the down arrow button was stuck on cabs and then the numbers begun ramping up until the customer took the batteries out. Customer then received a button error alarm on the insulin pump. Customer stated that the key pad was not working. Customer's blood glucose reading at the time of the call was 229 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).